Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: event log analysis indicates the customer experienced an alarm which is one of the pump's safety mechanisms. The pump is required for physical investigation in order to determine the cause of the event. Eitan medical requested the pump for physical investigation; however, the pump is yet to be received. When received, the pump will be investigated, and the investigation findings will be presented in a subsequent report. Conclusion: the pump is required for physical investigation in order to determine the cause of the event. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860

Event description:
This complaint was reported by a customer from canada. A delivery issue was reported. No human harm and no medical intervention occurred as a result of this complaint.